Event description:
Procedure: lap chole. Reportedly, the following occurred: during the gall bladder retrieval, a large piece broke off the device inside of the cavity, which was retrieved. Completed with same device. No injury.